Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. The field reported event was able to be replicated by ic short test. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical open(s) to the ablation channels of the ampereconnect port. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the typical avnrt procedure, output issues resulted in the cancellation of the procedure. It was noted that the ensite x system no longer displayed the ablation signals, and the ablation catheter appeared distorted. The arrhythmia could not be ablated; therefore, the patient will need to return for a conscious sedation procedure. The issue was later attributed to the generator port on the amplifier.